Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a femoral artery was achieved and vessel closure was successful with two proglide devices after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, five days after the procedure, the patient reported an infection and inflammation. Antibiotics were prescribed and surgery was performed. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in a femoral artery was achieved and vessel closure was successful with two proglide devices after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, 5-days post-procedure, the patient reported an infection, pain and inflammation. Antibiotics and calonal were prescribed. Debridement was performed and hospitalization was prolonged. The patient was discharged on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of inflammation, pain and infection are listed in the perclose proglide instructions for use as a known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.